Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during an unspecified procedure, the device exhibited flickering image. According to the reporter, the image are not clear at all. There were no further details provided regarding the event. There was no patient harm or impact was reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. Please see updated sections: g4, g7, h2, h3, h4, h6 and h10. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue cannot be conclusively identified as the subject device was not returned for investigation. Olympus will continue to monitor complaints for this device